Manufacturer narrative:
Analysis of the neurostimulator model 97714, serial # (B)(4) showed no anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s implantable neurostimulator (ins) was prematurely depleting. As a factor that may have led to the issue, there was a patient non-compliance issue as they failed to charge the ins battery. The patient had moved and packed the recharger where it was sent into storage. As diagnostics/troubleshooting performed, the battery charge history was confirmed, a power-on-reset (por) was seen, and the representative spoke to the patient. As surgical intervention took place where the ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.